Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "fiber optic sensor failure" alarm generated. The customer stated that there was no arterial pressure waveform on the iab pump (iabp) monitor screen. The iab was replaced with a new iab to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. The returned sheath was not a maquet product. The extender tubing was also returned. The extracorporeal tubing and the sensor cable was returned cut in two parts. One kink was observed on the catheter tubing approximately 73.2cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 68.3cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "fiber optic sensor failure" alarm generated. The customer stated that there was no arterial pressure waveform on the iab pump (iabp) monitor screen. The iab was replaced with a new iab to continue therapy. There was no reported injury to the patient.